Event description:
It was reported to philips that there were voltage errors in the power distribution unit which was preventing image display. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, this is a remote alert, and the clinical usage is unknown because there is no direct communication with the end user. The philips remote service engineer (rse) inspected the system remotely and found voltage errors in the power distribution unit, which was preventing image display. A review of the log file showed voltage errors in the 5v, 12v, and 24v banks of the dc power supply (dcps) located in the b-cabinet. Upon troubleshooting, it was confirmed that the dcps in the b-cabinet was not supplying the correct output voltages¿all 5v, 12v, and 24v outputs were faulty. To resolve the issue, the rse suggested the local field service engineer (fse) replace the power supply. No further action was taken by philips, as the part replacement is not covered under the current service contract. The codes were updated based on the investigation outcome. Evaluation method code was corrected.